Event description:
Procedure: laparoscopic cholecystectomy. Gender: no info. Reportedly, the balloon burst during the procedure. There was loss of co2 and pieces of the balloon fell into pt's surgical cavity. Pieces were retrieved. No pt injury reported.